Event description:
Information was received from a healthcare provider regarding a patient who had been receiving morphine at 50mg/ml at 16mg/day and was now currently receiving morphine 10mg/ml at 8mg/day via an implantable pump. The indications for use was spinal pain. The healthcare provider reported an empty pump. The pump had been alarming for days. The patient reported hearing the pump alarm on friday (B)(6) 2017. Per the healthcare provider the patient missed their refill. The healthcare provider reported that the patient had been ¿mia for a little bit¿. The healthcare provider reported that there was a question if the pump was malfunctioning now but they decided to do an emergency pump fill the day of the report. The healthcare provider confirmed that they aspirated the pump and pulled back 0ml¿s as expected. The healthcare provider stated they are thinking about taking the pump out so they would decrease the dose/concentration and would add oral morphine prn (as needed). The healthcare provider requested programming assistance with the bridge. There were no reported patient symptoms as the patient had oral meds including ms contin and did not have any withdrawals. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.